Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
In-stent restenosis was noted two days following the procedure. The patient is reported to be asymptomatic and in good condition with collateral flow at both the anterior and posterior communicating arteries. No other information was reported.

Manufacturer narrative:
The event occurred in (B) (6).